Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) case description: since last submission the case was updated with following: manufacturer's comment added manufacturer's comment on 27-jul-2015: since no faults were found on the returned device (novopen echo) and only very limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case (B)(4).

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) coma [coma]. Sometimes the plunger does not seem to work [device malfunction]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "coma" and "sometimes the plunger does not seem to work" both with an unspecified onset dates, and concerns a male patient who was treated with, novorapid penfill (fast acting insulin aspart), levemir penfill (insulin detemir) both from unknown start dates for unknown indication and novopen echo (insulin delivery device) from unknown start date as device therapy. Patient's height, weight and body mass index: not reported. Medical history was not reported. The patient received echo pen about 2 to 3 months ago. It was reported that sometimes the plunger did not seem to work. It was reported, that a function test was performed and it seemed to be ok. The patient changed needles for each injection. On an unknown date in (B)(6), the patient went into a coma and was found by the neighbour. It was not sure if the patient had hypoglycaemia. The patient was taken by helicopter to the hospital, where the patient was in a coma for 6 days. It was reported that the patient was discharged from the hospital on (B)(6) 2015. The reporter suspected that the event may be due to his novopen echo. Action taken to novorapid penfill, levemir penfill and novopen echo was not reported. The outcome for the event "coma" was reported as the event stopped in (B)(6) 2015 (date unknown) without further details. The outcome for the event "sometimes the plunger does not seem to work" was not reported. Investigation results: name: novopen echo red, batch number: bv40426 a batch trend report has been created. Nothing abnormal was found. The electronic register was checked. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge the product was found to be normal. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Novorapid penfill 3ml 100 u/ml. Batch unknown. No investigation was possible, because neither sample nor batch number was available. Levemir penfill® 100 u/ml 3ml. Batch unknown. No investigation was possible, because neither sample nor batch number was available. Evaluation summary name: novopen® echo red, batch number: bv40426 (B)(6): a batch trend report has been created. Nothing abnormal was found. (B)(6): the electronic register was checked. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge the product was found to be normal. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal.